Event description:
It was reported that the t: slim x2 pump battery would not charge, resulting in the pump shutting down. A power source alert was noted in the pump history. The caller tried using the original charging supplies and found that the pump began charging after being plugged into a working outlet for 30 minutes. There was no adverse impact to customer¿s blood glucose level.